Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset bloodline leaked during a patient¿s hemodialysis (hd) treatment. The leak originated after the blood pump where the tubing transitions from larger to smaller. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Four photos have been provided. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset bloodline leaked during a patient¿s hemodialysis (hd) treatment. The leak originated after the blood pump where the tubing transitions from larger to smaller. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Four photos have been provided. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, four photographs of the combi set were provided by the customer. From the photos, a leak from the junction of the red "t" connector to the main line could be confirmed. Due to condition of the photos, the specific cause of the leak could not be confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photographs.